Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v667643, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection (uti). The patient had urinary frequency as a symptom. An antibiotic was prescribed and a culture was done. The culture revealed no growth but the patient was kept on antibiotics for prophylaxis. A few days later the patient was called to no dose with regular antibiotic. The event was a pre-existing condition that was worsening or exacerbated. The event was ongoing at the time of report.

Event description:
Additional information reported the event was resolved without sequelae.